Event description:
A pressurewire was utilized for fractional flow reserve in the lad during a coronary angiogram. Angioplasty with a drug eluting stent was performed to the vessel. After deployment of the stent, the pressurewire failed to function when the sensor was reattached. While retracting the pressurewire from the coronary artery it caught on something and was believed to hae kinked inside the vessel or become caught on a side branch. The pressurewire would not move despite being pulled back. Further traction on the pressurewire resulted in being able to pull the distal tip back into the guide catheter and after removal appeared to have straightened. Images of the coronary artery were acquired to ensure that there had been no damage to the vessel and also that part of the pressurewire had not been retained inside the pt.

Manufacturer narrative:
No evidence of externally induced markings (like scratching), inherent weak spots (like inclusions) or flaws from the manufacturing process that could have contributed to the failure were found on the core wire. From the visual examination, optical imaging and analysis of sem images, it is concluded that the core wire fractured due to initial heavy bending followed by application of rotational stresses during pci procedure. A review of the device history record confirmed that the device was manufactured according to sjm specification.